Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms. Fluoroscopy revealed a lead fracture. A revision procedure was performed and a new rv lead was implanted without further incident. The proximal portion of the lead was explanted. However, the distal portion of the lead remains in the rv outflow tract. No adverse patient effects were reported.

Manufacturer narrative:
The explanted portion of the lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The explanted lead segment was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation of the returned lead segment revealed insulation damaged and confirmed the conductor coils were fractured approximately 19.5 cm from the terminal pin. Laboratory evaluation noted that due to the location and the type of damage, it was most likely caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.